Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and abnormal bleeding. It was reported that the patient had a concurrent procedure of a laparoscopic hysterectomy performed during mesh implantation.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary problems and recurrence.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral salpingo-oophorectomy.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, urinary frequency, urgency, and hematuria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infections, dyspareunia and stress urinary incontinence.